Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and alleged for difference between blood glucose and sensor glucose values, received change sensor alert and sensor updating alert, and also alleged for damage on the belt clip rail of pump. The customer reported blood glucose value of over 400 mg/dl. The customer was treated with manual injection. The event involved products mmt-1884l, mmt-7040a, mmt-243a and mmt-332a. Troubleshooting was partially performed for high blood glucose which has been occurring for 1-2 hours. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 400 mg/dl and sensor glucose value was 62 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 338 mg/dl and it was beyond acceptable range. Explained sensor may have no longer been responding to glucose changes. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-243a. No product return is required for mmt-332a.